Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump indicated a data log corruption. The customer's blood glucose was 190 mg/dl. Although requested, the customer declined to provide what type of insulin therapy they reverted to.